Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 205 mg/dl. The customer stated that pump would not do anything. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer declined to troubleshoot for unexpected alarm due to pump needing to be replaced.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents were within specification. The pump was monitored and no unexpected restart alarm was noted during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corner, broken battery tube threads, a cracked reservoir tube lip, a cracked lcd window and a broken belt clip slot.